Event description:
Patient presented to the physician with wound dehiscence and infection after touching the neck incision repeatedly. Physician brought the patient into the operating room, debrided the area, applied vanco powder, and resealed with silk sutures and monocryl. Physician prescribed antibiotics post-procedure. Physician suspects the patient had a reaction to the vicryl sutures.  This resolved the issue.

Event description:
Patient presented back to the physician with infection concerns. Physician brought the patient into the operating room and removed the ipg and sensing lead.

Event description:
Patient presented back to the physician with swelling and infection at the neck incision. Physician brought the patient to the or and removed the stimulation lead.